Event description:
It was reported via repair work order that the foot section could not remain latched due to loose latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.